Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6) it was reported intraoperatively, during a generator change the insulation on the right atrial (ra) lead was breached and exhibited damage. The ra lead was connected to the new generator but programmed off. No patient complications have been reported as a result of this event.